Manufacturer narrative:
(B)(4). Physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents; and is typically not associated with a product quality deficiency. There was no note of any damage to the stent delivery system (sds) or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the reported difficulties. In this case, it was reported that an attempt was made to advance/cross a previously deployed stent that was not properly apposed to the vessel of the lesion, which most likely contributed to the reported resistance and subsequent stent dislodgement. It was reported that the total lesion length was 40 mm. It should be noted that the xience v instructions for use (IFU) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions less than or equal to 28 mm in length. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported difficulties. Additionally, it was reported that an attempt was made to cross a previously deployed stent. The xience v IFU states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. In this case, the reported use error likely contributed to the reported resistance and subsequent stent dislodgement. A review of the device lot history record did not reveal any associated nonconforming material records that would have contributed to this event. A query of the complaint-handling database for the reported lot found no other incidents for physical resistance. This suggests that there is no lot specific product deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. There is no indication of a product quality deficiency.

Event description:
Subsequent to the initial report submitted, the physician stated that the 2.5x15mm xience v and the 3.5x28mm xience v stent implant were removed during surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, concomitant medical devices: guide wire: sion, rinato, balance; guide cath: shelper 6f jr4.0 access 6f jr4.0; stent: xience v (x2). (B)(4) - distal to stent. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The 3.5 x 28 xience v is being filed under a separate MFR number.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 90% stenosed right coronary artery (rca), two different 3.5 x 28 mm xience v stents were deployed in the proximal and mid rca without issue. As the distal part of the xience v stent implanted in the mid rca was confirmed not to be fully apposed to the vessel wall, the non-abbott guide wire became caught in the xience v stent deployed in the mid rca. Then a 2.5 x 15 mm xience v stent delivery system was delivered toward the posterior descending rca; however, the stent dislodged off the balloon as it got caught with the 3.5 x 28 mm xience v stent. It was noted that the stent struts of the implant stent became damaged. Another 3.5 x 28 mm xience v stent was deployed inside the stent in the mid rca. The dislodged stent remained in the posterior descending rca and the guide wire remained caught in the proximal stent; the patient was sent for surgical intervention to remove the devices. As of (B)(6) 2011 the patient remained hospitalized. Though requested, no additional information was provided.